Event description:
It was reported that the light source powered down and turned off. It was further reported that an e-1 error was displayed.

Manufacturer narrative:
Additional information will be provided once the investigation is completed.